Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient faced infusion set occlusion issue event on 16-feb-2026. The blood glucose level was high and patient was treated with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026-04598- device 1 of 2.